Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device requires a new therapy pcb assembly and full functional and electrical safety test. After repair, lp15 will functionally tested as per pip and electrically safety tested before return to customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation it was found that the device would unexpectedly shutdown after the shock button was pressed. There was no patient involvement reported with the event.